Event description:
It was reported that pump displayed malfunction code 12 with a fault ID and that the issue recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, and was ultimately provided replacement pump under warranty, with instructions to place malfunctioning pump in storage mode, return it with a prepaid label, and manually enter pump settings and reconnect continuous glucose monitor on replacement device.